Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) alarmed electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) alarmed electrical test failure #50 was found that the motor board needs to be replaced.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced motor control board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.